Manufacturer narrative:
The returned driver was examined visually under magnification. This identified significant smearing of the fracture surface and rust. Additional mdrs associated with this event: 3025141-2019-00102: screw.

Event description:
While implanting a distal clavicle plate, a locking screw was being inserted when the driver tip broke off in the screw head. The tip could not be removed from the screw head and remains implanted.